Event description:
It was reported the catheter was being placed into the patient's left brachial vein in the sicu. The procedure went smoothly and access was obtained. The clinician measured and pulled back the wire to cut the catheter. The catheter was fed smoothly through the sheath. The peel-away sheath was broken and final position was checked via fluoroscopy. The clinician twisted off the cap and began to remove the wire and noticed it was unraveling. He proceeded to remove the wire until it was completely out of the patient. He then checked under fluoroscopy to ensure no wire was left in the patient. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4).